Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not seal. It is unknown if there was a regrasp alarm or an end tone. No further information was provided.

Manufacturer narrative:
Evaluation summary: the product was not returned to the post market vigilance laboratory for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported that there was no seal with no further information. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not seal. It is unknown if there was a regrasp alarm or an end tone. There was no patient injury. No further information was provided.